Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor was extracted from the customer's body and there was no electrode. There was a concern that the electrode remained inside the body.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found no missing electrode during analysis.